Event description:
Boston scientific received information that patient implanted with this device attended a routine follow-up appointment on (B)(6) 2010. The device had declared elective replacement indicator (eri) on (B)(6) 2010, and end of life (eol) (B)(6) 2010. The patient had forgotten to attend another scheduled follow-up appointment. The patient is pacemaker dependent, and later experienced syncope after eol was declared. Upon interrogation, the device indicated it was in storage mode and could not be programmed to monitor plus therapy. The device was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Review of memory confirmed the device was in storage mode due to the depleted battery. The time between eri and eol was approximately five months. Per device labeling, the device should be explanted not more than 90 days following eri declaration. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.